Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #3 of 4: reference MFR. Report: 1627487-2017-01449, 1627487-2017-01450 and 1627487-2017-01452. The manufacturer is unable to determine which leads had migrated hence all leads are reported. It was reported the patient was no longer receiving stimulation on his left side and it was determined the leads had migrated lower in the back. The patient underwent surgical intervention on (B)(6) 2017 where the two left cervical leads (off-label use) were repositioned.

Event description:
Device #3 of 4: reference MFR. Report: 1627487-2017-01449, 1627487-2017-01450 and 1627487-2017-01452. Follow up information identified the patient has effective therapy and issue has been resolved.